Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: during investigation, there was evidence of moisture found on the printed circuit board near the keypad flex connector. The keypad was found to be intact and all the buttons were functioning properly. There was no contamination found under any of the contacts. A leak test showed a case seal leak near the keypad. There was also a battery compartment leak found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the contrast, down, up and ok keypad buttons were under-responsive to user presses. In addition, it was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.